Event description:
It was reported "when cannulating the left axial artery, the guide advanced smoothly through the introducer without any resistance. However, later on, the introducer did not slide revealing a blockage in the guide." No medical intervention required. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when cannulating the left axial artery, the guide advanced smoothly through the introducer without any resistance. However, later on, the introducer did not slide revealing a blockage in the guide." No medical intervention required. Patient condition reported as "fine".